Event description:
It was reported that there was a broken side panel. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. A: no report of patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.

Manufacturer narrative:
Additional information was received that the failure of the warmer base. The latch / panel was functioning correctly. There was no reportable malfunction.